Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing itching, blisters, and yellow drainage at the ipg site. The area around the ipg site was inflamed and warm. The physician prescribed keflex and steroids to help with symptoms or potential infection.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. A4 : patient weight is unknown. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the wound has completely cleared and the issue has been resolved.